Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that as the syringe was being emptied from air, there was a snap. The tip of the syringe broke off almost completely, causing blood to splash onto the nurse¿s face and all over the patient¿s room. There was patient involvement, but no injury. Medical intervention was not required.